Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: (B)(6) 2019. The service technician verified the reported problem. The field service engineer(fse) replaced the overlay/keypad to address the reported problem.

Event description:
The customer reported they are unable to enter service mode. The field service engineer (fse) found that keypad is not working. The customer reported that the unit was not in use on patient.